Event description:
An endurant limb (etlw1624c82ee) was intended to be implanted during the endovascular treatment of a type ib endoleak around the distal right common iliac in an unknown manufacturer's stent graft . The max diameter of the abdominal aortic aneurysm is noted as 100mm. The proximal diameter of the right common iliac was 23mm and 19mm distally. The diameter at the access of the right iliac was noted as 10mm. It was reported during the index procedure, (etlw1624c82ee) was inserted, however when attempting to advance the device through the right femoral artery using a (non mdt) amplatz super stiff wire, resistance was encountered, and the device could not be successfully advanced through the access point despite multiple attempts. No thrombus was evident, however there was some calcification in the right femoral artery. It was necessary to use additional force when attempting to advance the device. Vessel dilators were also used, which advanced without difficulty but the device could not be inserted.the device was subsequently withdrawn, and the system cover was observed to be wrinkled. A gap was noted between the tip and the graft cover after attempting to insert the device into the right femoral artery. It was confirmed that the device was inspected, prepared before insertion and flushed with saline through the purge port; however, no wrinkles o gaps were observed at the time. An alternative endurant limb (etlw1624c93ee) was used to successfully complete the treatment. Per the physician the cause access issues / wrinkled system cover is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusions : a series of six (6) images were received. The images show the shelf carton, pouch label and handle label confirming the device as et lw1624c82ee v30914599. There was no damage evident to the device handle based on the images received. Numerous kinks are visible along the graft cover over the stent graft. A gap is visible between the graft cover and the taper tip. The graft cover tip material appears to be deformed. The reported deformation in-vivo was confirmed through analysis. The reported difficult in positioning and deformation of the delivery system could not be confirmed on the limited film provided. Procedural angiograms showing attempts to advance the device were not available for a thorough analysis of the events. It is possible that anatomical factors such as vessel tortuosity and calcification may have been contributory factors in the reported events, but this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.